Event description:
It was reported that prior to implant the confirm device exhibited premature battery depletion. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the pulse generator exhibited high current drain due to a software issue. The hardware was tested and all measurements were normal.